Event description:
Customer reportedly received results of 350 mg/dl and 150 mg/dl 10 minutes on the advantage system. No symptoms reported with these results. No action taken based on device results. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement sent.